Event description:
It was reported via a trial that three years after the implantation of the xact stent in the right internal and common carotid artery, the patient was found to have a possible fractured xact stent via x-ray. A third party reviewer read the x-ray as negative for a stent fracture. There was no reported intervention and no reported patient symptoms related to the stent fracture. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Based on the xact instructions for use (IFU), stent fracture, deformation and/or stent damage are known potential adverse outcomes associated with carotid stents. No anomalies to the catheter were reported during inspection prior to use. In addition, there have been no stent related discrepancies reported at the time of device preparation and initial stent implantation. At manufacturing, the xact stent is 100% visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern, and surface finish. The stents are also checked for defects such as cracks, pitting and poor electro polishing. The xact stent design is capable of withstanding extreme repeated loading conditions without experiencing strut cracking, breakages, or deformation per testing based on worst case conditions. The definitive cause of the stent damage, if any, could not be determined. Based on the available information, the event does not appear to be related to a product deficiency and it could not be determined from the information provided if a stent fracture actually occurred. A review of the lot history records (lhr) for this product were not reviewed as the lhr records were unavailable; however, there is no indication of a lot specific issue or any product deficiency based on the reported information.